Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history log that indicated a ventilator restart and a vent inop upon restart of the ventilator. The service technician replaced the main pcb, cpu pcb and sensor pcb to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.